Manufacturer narrative:
The device was sent to olympus for inspection. During the device evaluation, the following reportable malfunction was identified: olympus confirmed foreign material in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU). "IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle had foreign material found. There were no reports of patient harm.